Event description:
Revision of left total knee. Update as per sales rep 6/30/2015: patient was revised due to a bleeding issue in the joint.

Manufacturer narrative:
The following devices were also listed in this report: x3 triathlon cs insert #6 9mm; cat# 5531-g-609; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the devices cannot be performed as the devices were retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding revision due to patient related factors (bleeding in the joint) involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: clinical consultant review concluded that quite likely a bleeding complication during anticoagulation for an unknown cardiovascular, pulmonary or neurological disease or presence of a hemorrhagic disorder, all not related to the knee arthroplasty itself. Lack of clinical information prevents to detail this aspect. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined insufficient information was provided regarding the bleeding complication. Nonetheless, clinical review indicated that quite likely a bleeding complication during anticoagulation for an unknown cardiovascular, pulmonary or neurological disease or presence of a hemorrhagic disorder, all not related to the knee arthroplasty itself. Lack of clinical information prevents to detail this aspect. No further investigation for this event is possible at this time due to this lack of returned devices and sufficient information. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision of left total knee. Update as per sales rep 6/30/2015: patient was revised due to a bleeding issue in the joint.